Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) given for this device. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6258659, medical device expiration date: 2018-01-31, device manufacture date: 2016-09-14. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had variant cap colors. No report of injury or medical intervention. No report of blood exposure to mucous membrane.